Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient sample on a cobas 8000 - cobas e 602 module. The initial hcg result was 3.51 miu/ml. The result was reported outside of the laboratory. The next day, the sample was repeated and the result was 7687 miu/ml. The repeat result was deemed correct. The hcg reagent lot is 614888 and the expiration date is 31-jul-2023.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The calibration and qc trace data were acceptable. Calibration signals were on the lower end of the expected range. The alarm trace did not contain a conspicuous event. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.